Event description:
It was reported that an arteriotomy closure was attempted in an unspecified vessel using the proglide device after an unspecified procedure. Reportedly, the sutures did not catch. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the poglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated the whole monofilament was returned loose and the needle tip was attached to the rail end. The posterior cuff was still loaded on the foot. There was no needle strike mark on the foot pocket. Both cuffs were attached to the link and the anterior cuff tabs were damaged. One of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss, which confirms the report of sutures did not catch. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. Based on the investigation findings, the probable cause for the reported event was determined to be related to the operational context where the device was used. Review of the device history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint handling database did not reveal any similar incidents for this lot. Based on the investigation, no quality product deficiency was identified.